Manufacturer narrative:
Inspected one opened and used sensor and found insertion needle bent inside hub assembly. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the introducer needle fractured while in the body. Customer's blood glucose value was 148 mg/dl. The customer was assisted with troubleshooting. Customer stated that the introducer needle was hard to removed. Customer stated that they did not received medical treatment as a result of the needle fracturing while still in the body. Customer stated that the introducer needle was no longer in the body. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.